Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations and recommended troubleshooting. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this a red alert was genterated for this sytem due to shocking impedance measurements out of range. Testing was performed which produced measurments from 100 ohms to 130 ohms. The caller suspects the lead is causing the out of range measurements. No adverse patient effects were reported.